Event description:
N/a.

Manufacturer narrative:
Certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve functions. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
A physician reported a certas valve (ID (B)(6)) was implanted on unknown date. After the product was implanted, ventricular dilation was confirmed. Due to the result of patency check on (B)(6), 2023, the obstruction of the valve was confirmed. The setting was changed to low, but the issue did not improve. Therefore, the valve was removed and replaced on (B)(6) 2023. The patient has recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.